Event description:
Report received of a patient death while the device was in use. The customer contact reported the patient required narcan at an unspecified date and time. The patient was reported to expire at an unspecified date and time. No specific programming parameters were provided and it is unknown what type of therapy was being delivered. The customer contact reported that the event was not pump related and there was not an operator error. The cause of death was not provided. Though requested, no additional information provided.